Event description:
It was reported that the patient is getting her device removed because, she needs an MRI. It was also noted that the patient's device quit working but it was unknown when this occurred. Additional information was requested but was unavailable as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v189566, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).